Event description:
It was reported that a high pressure test was performed and the test failed. It was stated that the customer run the test twice with different infusion sets and the insulin pump still failed the test. It was stated that the customer chose not to replace the insulin pump at time of call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.